Event description:
Reporter indicated that a pt underwent surgery to replace the vns generator due to end-of-service. It was reported that when the lead pin was removed from the generator during surgery, the surgeon identified that a portion of the silicone near the tip of the lead pin had become detached. The surgeon elected to leave the lead implanted as device diagnostics were within normal limits and the portion of the affected lead was fully enclosed within the generator header.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.